Event description:
The customer reported that the display "froze" and they had to remove the battery power to the device. There was no report of pt involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.